Event description:
The customer contacted baxter's technical service center to report a disconnection issue between a transfer set and a titanium adapter that occurred during use. This report addresses the titanium adapter. The nurse reported that this issue occurred on a patient who had a catheter attached recently. The surgeon involved with the patient was experienced and had screwed the set very tightly. The disconnection happened when the patient was at home and the patient reconnected the set to the titanium adapter by themselves. The nurse stated this technique should only have been performed in a strict aseptic environment and the patient was not trained for this. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.